Event description:
8fr foley placed per order. Immediately foley noted to be leaking at base of foley. Advanced registered nurse practitioner (arnp) and doctor (md) called to bedside and notified. Md explained situation to the mother and verbalized that this situation will be looked into further. Foley removed and will continue to monitor patient's urine output. Patient noted to be inflamed in labial region. Order received for topical ointment to be applied. Rn notified of situation. Pre-packaged sterile foley catheter had defect (hole) in area where thin catheter meets thicker plastic area. Foley catheter was immediately discontinued upon discovery of defect. No harm to patient. Device has been returned via mail to manufacturer.